Event description:
It was reported that the implantable cardiac monitor exhibited a battery anomaly. The device battery anomaly resolved itself and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.